Event description:
It was reported that units turn on and off by themselves immediately upon startup during ac power and battery use. No pt info was available.

Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have damage to the ui ribbon cable insulation. The wire with damaged insulation and exposed wire, connects the system board to the user interface board, j1 pin 50 (pwr key button wire). When the exposed wire contacts a nearby grounding point on the device's internal ac/dc power supply the device shuts down abruptly. The insulator/shield (pn 35927) that would prevent his electrical shorting is not present in this device. This customer received multiple notifications of the above recall. The customer never responded and the device was never returned. A service history record review reveals that this unit was in the field for over three years with no previous reported issues prior to this reported event.